Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, failed batt test, prime/fill anomaly, rewind anomaly, no delivery/occlusion alarm, drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-242a. Customer reported a past insulin flow blocked alarm. Customer reported receiving a battery failed alarm. Troubleshooting was partially performed for the event. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-242a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after batter installation. No battery anomalies noted. Unit passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thump. No failed batt test or battery power related alarms were noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thus software was utilized and uploaded trace/history files properly. Unit was cut open for visual inspection on electronic assemblies. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit received with cracked case on battery side, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, and pillowing keypad overlay. In summary, unit powered up properly after battery installation and no failed batt test/ battery related alarms noted. Customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.